Event description:
Reported several device results = in the 500s mg/dl. Customer stated one value = "hi". Customer took 20 units of insulin at 9:00 am and 30 units of 2 pm. Customer "blacked out". Customer was taken to the hospital. Customer was treated for low blood glucose but no other information was available. No controls were used. Strips were expired. Device was not coded properly. A request was made for return product and replacement product was sent.